Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was admitted to the hospital. On an unreported date, the patient was treated with fortaz (dose, route, duration and frequency not reported) and vancomycin (dose, route, duration and frequency not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and had not yet recovered from the peritonitis event. The nurse reported that the patient's pd catheter will be removed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in the month following the onset month of the fungal peritonitis, the patient recovered from the fungal peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.